Event description:
During drilling with the guide, the guide wire broke off within the scresw and could not be retrieved on repeated attempts and was felt to be lodged in the bone in the proximal femoral metaphysis (acl repair)